Event description:
It was reported that the two of foley catheter balloons had holes after insertion. The photo sample of foley catheter provided, appeared to be a balloon burst.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. The reported failure was able to be reproduced. The product was used for urological care. It was unknown whether the product had caused the reported failure. Based on the attached photos, it was observed that the catheter balloon was burst. No missing piece was observed. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use.¿ h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the two of foley catheter balloons had holes after insertion. The photo sample of foley catheter provided, appeared to be a balloon burst.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.